Event description:
Subsequent to the initially filed emdr report, additional information was received:the marker lumen was successfully flushed using saline, prior to the procedure. As the device was flushed, saline was not noted to be coming from the quick cut mechanism. No additional information was provided.

Manufacturer narrative:
Analysis was performed on the returned device. The reported back-flow of the blood was noted through the quick cut mechanism could not be confirmed as the exact conditions encountered by the device during the procedure could not be replicated in the test environment. However, a proxy syringe, filled with water, and flushing tool connected was used to flush through the marker port. Fluid was observed coming out of the marker lumen while depressing the plunger of the syringe. The device performed as it was intended. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The reported back-flow of the blood was noted through the quick cut mechanism appears to be related to over insertion of the device into the vessel which would allow blood to flow through the proximal guide and exited the handle. The subsequent treatment appears to be related to procedure circumstance. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure of the left common femoral artery was attempted using a prostyle device after an interventional thrombectomy procedure with an 8f sheath. Reportedly, when the device was used in the patient, back-flow of the blood was noted through the quick cut mechanism. A new prostyle device was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.